Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because the meter allegedly is not working. Reporter does not know the specifics for the issue and it was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned.